Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia during and after international travel while using the ilet; the user transitioned to multiple daily injections for correction and elected to remain on mdi until glucose stabilized, declining further troubleshooting. Symptoms included prolonged elevated blood glucose with device alerts for sustained high readings. Outcomes included self-management without medical intervention, no assistance required, and no acute complications. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and that the event was user-managed without escalation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.